Event description:
It was reported that the ilet device¿s display cracked during camping, after which the touchscreen became nonresponsive; the user reverted to mdi immediately and an exchange was arranged for a replacement device. Symptoms included a nonfunctional touchscreen that prevented user interaction. Outcomes included continued glycemic management via mdi without reported adverse clinical effects or hospitalization. Investigation included remote troubleshooting and education, confirmation of return logistics, guidance on data sync to the mobile app, and instructions to shut down the device to prevent further alerts. Investigation of this device revealed physical damage to the display assembly resulting in loss of touch functionality, consistent with screen breakage affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.